Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate (B)(4) involving the organism salmonella paratyphi a. The isolate was determined to be enteriditis, serogroup d by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events. Report 2 of 3.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of salmonella paratyphi when using phoenix panel nid (catalog number 448007) batch number 2019268. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The complaint batch was unavailable for testing due to the batch being expired at the time of investigation. As a result, this complaint is unconfirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate (420073999891) involving the organism salmonella paratyphi a. The isolate was determined to be enteriditis, serogroup d by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events. Report 2 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.